Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery. Additionally, it was reported that an altitude alarm occurred. It was reported that the customer experienced an elevated blood glucose (bg) level ranging 230-600 mg/dl. Cause was due to the cartridge alarm insulin therapy was interrupted. A manual injection was administered to address bg. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.